Event description:
It was reported that during setup the system was unable to recognize transmitter or receiver cables. System was not used for procedure. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the internal transmitter cable was defective. The system was tested and found to be working as intended and placed back into service.